Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, it was reported the user was unable to proceed past the fill tubing screen on their replacement ilet. The touchscreen did not respond to pressing ¿yes¿ or clearing notifications, and the device could not be restarted. The user did not want to wait for the battery to drain, so a replacement was arranged. No blood glucose impact was reported. No symptoms, external assistance, or medical intervention occurred.